Manufacturer narrative:
(B)(6). Available details indicate that the trunk cable is broken. The trunk cable was replaced resolving the issue. The return of the failed component is not expected. The device is fully functional and returned to service. The device remains at the customer site.

Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 defibrillator indicating that the trunk cable is broken. The event was outside of use and there was no reported patient nor user harm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.